Event description:
Ligasure would not function when attached to generator. New hand piece was used and functioned without incident.prior to the start of the case any and all energy devices (e.g. Harmonic scalpel, ligasure) are attached to the generator to validate that they work as intended prior to the case starting. The ligasure was removed from its package and attached to the generator but the ligasure would not function. A new package was opened and the new ligasure was attached to the generator to validate that it worked; the new ligasure functioned as intended and the case started. When the staff changes out the ligausure they are also validating that they don't have a generator that has malfunctioned.energy device failure happens periodically but this is not a frequent occurrence at our facility. The patient was in no danger. The ligasure is attached to the generator before the start of the case to validate that everything is functional. Information regarding the generator that was used in this case is not available. ======================manufacturer response for ligasure 5mm energy sealer, ligasure 5 mm (per site reporter).======================return disposable for qa check. Report to be issued to hospital.